Event description:
It was reported that this pacemaker and two other manufacturer leads were explanted and replaced due to lead to header connection issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected, which verifies the inner dimensions of the lead barrels and terminal blocks of proper setscrew placement. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to reported connection issue.

Event description:
The supplemental report was sent for device analysis.